Event description:
Pt was revised to address disassociation between the femoral head and stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. Related dimensional inspection found no discrepancies that could contribute to disassociation of the stem and femoral head. Review of the device history records did not reveal any related deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The femoral head returned was used against surgical precautions. It is unknown to what extent this was a factor in the reported problem. The investigation is unable to conclusively determine the root cause. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.